Manufacturer narrative:
The actual compact speed reducer device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence suggests this was due to mishandling at the customer site. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that a request for repair was placed for a compact speed reducer device in which it was observed that the device had a broken tip. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. The reporter was unable to determine the precise date of this event, but was able to confirm that the event did occur in 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.